Manufacturer narrative:
(B)(4). Batch # n53k7m. The analysis found that one psee60a device was returned with the firing trigger damaged and with no cartridge loaded on the device. No functional test was performed due the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a robotic assisted nephrectomy procedure, the device was placed and clamped across the renal artery. The pa was handling the device and when she removed the safety to fire, the gray firing trigger fell off the device. The firing sequence was not initiated. She successfully opened the jaws and removed the device. A like device and a white load was used to staple across the renal artery. There were no adverse consequences for the patient.